Manufacturer narrative:
(B)(4). The customer reported that they had 2 fully charged batteries and the device failed to power up. This reported malfunction caused a delay in transport of a patient. There was no adverse impact to the patient reported. The device was evaluated at the philips repair bench and the failure was verified. One of the batteries has no leds lit and cannot be charged. The other battery functioned normally. Both batteries were replaced to resolve this failure. The device passed all testing and was shipped back to the customer site.

Event description:
The customer reported that they had 2 fully charged batteries and the device failed to power up. This caused a delay in transport of a patient. There was no adverse impact to the patient reported.